Event description:
The manufacturer received information alleging a "ventilator service required" alarm had occurred on a device while in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was not confirmed, however an error code related to the charging of the battery was observed. It was determined that the issue occurred when the detachable battery charge level was at 78%. This code indicated that the battery was not charging due to a failure in the device. During verification at the repair center, the issue was not be duplicated, and the faulty component could not be identified. As a preventive measure, the system board and the detachable battery, which are related to this error, were replaced.